Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
It was reported that after two weeks from the spaceoar placement procedure, the magnetic resonance imaging (MRI) performed revealed an abscess formation, the patient was treated with antibiotics. The patient condition was reported as stable.